Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned without the original packaging. The sample was received with the gastric port recessed in the molded head. The white gastric port was easily removed from the molded head of the device. The edges on the molded head were slightly jagged around the gastric port area. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the gastric port popped off. The glue holding the gastric access port in place appeared to have diminished which allowed movement of the access gastric port. The access gastric port kept falling out and when it was reinserted, it continued turning in the port recess. The product was in use for 76-days. No additional information was provided in regards to the patient's status.